Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was due to a failed control panel. A device history record review was not required as this was event not an out-of-box failure and therefore was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the after reinstalling the graphics, the arctic sun device displayed some sort of blue screen and then the application rebooted. This would seem to represent what the customer was stating. The nature of this failure was not completely clear, but it sound as if the operating system was having a problem with the application that was causing a panel reboot. As the device was still under warranty, they stated we would ship a loaner and bring this device back to the depot for repair. An ICU nurse, called to state that the device displayed a circle and a slash screen during therapy multiple times. When the screen was pressed, based on their description, it displayed the hypothermia screen. The nurse stated that they had to press start in order to get the therapy to resume, but it was unclear based on their description if the therapy had actually stopped or they just were unclear that the therapy was still running. Advised that the device was not working as intended and it seemed unwise to try and continue this therapy with a device that was clearly not operating as intended. Suggested the device be sent to biomed for further technical support.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the after reinstalling the graphics, the arctic sun device displayed some sort of blue screen and then the application rebooted. This would seem to represent what the customer was stating. The nature of this failure was not completely clear, but it sound as if the operating system was having a problem with the application that was causing a panel reboot. As the device was still under warranty, they stated we would ship a loaner and bring this device back to the depot for repair. An ICU nurse, called to state that the device displayed a circle and a slash screen during therapy multiple times. When the screen was pressed, based on their description, it displayed the hypothermia screen. The nurse stated that they had to press start in order to get the therapy to resume, but it was unclear based on their description if the therapy had actually stopped or they just were unclear that the therapy was still running. Advised that the device was not working as intended and it seemed unwise to try and continue this therapy with a device that was clearly not operating as intended. Suggested the device be sent to biomed for further technical support.